Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the "seal" of the welded loop came loose and therefore could not be used anymore. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures. Both products were received with the loop open. The sutures were observed to be detached from needles, but the needles weren¿t returned. It was observed, under magnification, that each loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. As no sealed products were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.